Event description:
Reporter indicated that patient had passed away. It was reported that autopsy revealed no clear cause of death and case is being considered a case of sudep (sudden unexplained death in epilepsy). Patient was reported to have died in sleep. Physician indicated relationship between ncp system and cause of death to be "not related".